Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging the CPR assembly was working slowly. A hill-rom service technician performed an investigation and found the CPR cable needed cleaning during his inspection. He cleaned the cable and pivot points to return function to the CPR assembly. Hill-rom is reporting the malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in mdr1045510-2009-00021.

Manufacturer narrative:
(B)(4).